Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the centrifugal control module generated an error message. The user observed a "service error, pump console" message indicating the system could not find the pump. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.